Event description:
Device history record was reviewed, no event linked to the reported issue was observed. No errors were found during device log review but few "beeping" alarms which confirms the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. It was reported that the ""beeping"" alarm occurred prior to loading the set and when pump was turned on. Nothing was noticed during external visual check however at start up of the device a constant beeping sound occured and was due to a stuck key but the exact defective key could not be identified. Once the housing with keypad replaced the device worked as expected. The defective keyboard was sent to brézins for further investigation. Tests were carried out on a volumat test bench. The defective key was identified as being the fast decrement key. Therefore the reported event was reproduced and due a weakness of the button. A CAPA has been initiated on defective keyboard with non functional keys. To our knowledge no patient consequences have been reported. This complaint is valid. The trend is normal and reported risk is lower than estimated risk.

Event description:
Defective keyboard.